Event description:
It was reported that this chronic left ventricular (lv) lead exhibited rising thresholds until it became intermittently functional. The lv lead was surgically abandoned and a new lead with a different model was placed. No additional adverse patient effects were reported.